Manufacturer narrative:
(B)(4).

Event description:
It was reported the balloon ruptured. A 5.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was selected for use in a shunt percutaneous transluminal angioplasty procedure (pta). The target lesion was 90% stenosed with moderate calcification and moderate tortuosity. When the device was inflated, it ruptured. A new device was used to complete the procedure. There were no patient complications.